Event description:
It was reported that the patient system was explanted in (B)(6) 2024. The reason for the explant is unknown. Exact date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.